Event description:
It was reported that the 6800 system would not boot up and had an error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.